Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that during the flushing of the catheter in the patient's room, the plunger of the syringe bounced back and flushing could not be completed. As a result, a new kit was opened and used without issue. There was no reported delay, death or complications to the pt.